Event description:
I recently got a freestyle libre 3 continuous blood glucose monitor (cgm) from abbott as prescribed by my doctor to investigate reactive hypoglycemia. My cgm has been alerting me once every hour or two (at least 11 times per day, up to 15 times per day) that my blood glucose is low (below 70 mg/dl). As per my doctor's recommendations, I check my blood sugar with a finger prick blood glucose monitor to confirm the low blood sugar to decide if treatment is necessary. However, every I have checked my blood glucose with the finger prick while my cgm is indicating low blood sugar, my blood sugar (as indicated by the finger prick) has not been low. Most recently, my cgm indicated that my blood sugar was 57 mg/dl and the finger indicated my blood sugar was 105 mg/dl. This is obviously a significant difference, especially when the cgm is being used to evaluate hypoglycemia. Whenever the cgm has indicated low blood sugar, the finger prick is shows average of 20-50 mg/dl higher than the cgm.